Manufacturer narrative:
Continuation of d10: product ID: 37791, serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a damaged recharger antenna cord. During the call patient also asked about MRI, reviewed information and patient said they do not typically turn therapy off because they've noticed in the past when therapy is turned off and back on it feels like a stroke, they feel tingling sensation in their mouth and arms their mouth will draw and slobber. Patient said when therapy is off, they lose control of their hands they tremor so bad they are helpless without it and thanks medtronic. Pt said they have had to replace their recharger antenna in the past, every couple of years it wears out and the rubber cracks. Patient said they've been noticing they are charging more often and expect their ins will need to be replaced in the near future.

Manufacturer narrative:
Continuation of d10: product ID: 37791, serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that when the ins turns off is what causes the return of symptoms and the new antenna resolved the issue.